Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and had moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2014 with the following findings: a review of the pump black box data revealed an unexplained pump reboot. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress found inside and on the underside of the battery cap. The returned battery cap did not secure properly to the pump; however, the pump was exercised for 24 hours with no power interruptions. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, further evidence of moisture ingress was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.